Manufacturer narrative:
UDI(di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the patient's scs trial procedure, the physician was unable to access the epidural space when attempting to place the lead. The physician attempted to enter the epidural space at three different areas, but was not successful. The case was abandoned.